Event description:
Asr revision. Asr xl acetabular system (left).

Manufacturer narrative:
This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr xl acetabular system (left). Update 26 jun 2015: added sleeve and unknown stem (requesting details along with revision reason). (B)(4). Update 29 jun 2015: file handler has checked the patients file and the depuy database and no stem details provided. Rec'd reason for revision on 30 jun 2015 on claimsuite- alval / soft tissue reaction. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, asr xl acetabular system (left), update (B)(6) 2015: added sleeve and unknown stem (requesting details along with revision reason). (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.